Event description:
A review of service data detected a reportable event. Upon service investigation, electrode belt sn (B)(4) was found to fail a hi pot test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon service investigation the belt failed a high pot test. Upon investigation, there was a black pulse wire inside the distribution node (dn) coming from the ECG c and d cable that was shorting the dn pca components by laying across the components. The short was caused by improper wire routing of the black pulse wire. This caused the belt to fail a high pot test. The root cause for the defective pulse wire assembly was unable to be positively determined. No adverse event resulted from the defective pulse wire assembly. The last pt to use this electrode belt did not report any problems.